Event description:
It was reported that this handpiece cord caused a micro handpiece to overheat when it was used during an ankle surgery. When another handpiece cord was used, the same handpiece did not overheat, and the procedure was completed with that backup cord. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece cord was received at the manufacturer for evaluation. Based on the quality assurance investigation details, the reported condition of the cord causing handpieces to overheat could not be confirmed.